Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during a procedure on (B)(6) 2013. According to the complainant, during preparation, outside of the patient, it was noted that one of the basket wire was detached from the device. There was no damage noted to the device packaging. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during a procedure on (B)(6) 2013. According to the complainant, during preparation, outside of the patient, it was noted that one of the basket wire was detached from the device. There was no damage noted to the device packaging. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned segura hemisphere basket revealed the basket was extended approximately 2.1cm when received. All of the basket wires were present and attached, however, one of the basket wires was broken on the proximal end. The broken basket wire was kinked/bent and the working length was kinked approximately 7mm from the distal end of the black strain relief. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would open and close; however, the broken basket would not close into the sheath. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The sheath sub-assembly and handle cannula were removed from the handle and the wire sub-assembly was removed from the distal end of the outer sheath. The wire moved with resistance through the sheath due to the wire being kinked. The wire sub-assembly was kinked approximately 2.9cm from the distal end of the handle cannula. The basket wire broke approximately 1mm from the distal end of the basket, and the broken end of the basket wire was necked down to indicate it broken under stress. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified were most likely due to some aspect of handling the device prior to use in the procedure, therefore, the most probable root cause for this complaint is handling damage.